Event description:
Surgeon was performing a vaginal procedure and doing intermittent cystoscopy. During the procedure, the certified registered nurse anesthetist (crna) noticed smoke coming from beneath the or table. There was copious amounts of fluid found under the table. The crna quickly unplugged the or bed, and the smoke dissipated. The surgeon was able to quickly get the patient ready for transfer to a new or bed to finish the patient procedure. No harm to the patient or the staff/providers.